Event description:
It was reported that during inspection prior to use, the guide wire was found to be stretched. Analysis of the returned device revealed that the guide wire core had separated. This is being filed as an MDR based on co's investigative findings.